Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded

Event description:
The sales associate reported an allograft bone shattered. During a case an 8mm allograft bone shattered in the patient. The surgeon had inserted an allograft into disc space and used tamp, then it shattered into three pieces. All pieces were retrieved from the patient. Surgery was completed with another spacer.